Event description:
It was reported that the ventilator had a leakage when the ventilator's mode was set to nava mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage when the ventilator's mode was set to nava mode. According to information from our field service engineer, the problem was solved via phone calls and that it was a problem with the patient circuit. No further information was provided and no further problems have been reported after the event.the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).